Event description:
A medtronic representative reported that a fault light on the navigation system positioning sensor unit (psu) was on. There was no patient present when this issue was identified.

Manufacturer narrative:
The initial report occurred on (B)(4) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2014, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Medtronic investigation of returned suspect device finds that the fault light was not illuminated, but came on later during testing. A check of the event log revealed a long history of illuminator current moving in and out of range since (B)(6) 2012. Also, the psu failed an aak test at .55 mm. Failure mode: electrical. Failure mechanism: system fault code, illuminator current out of range. Positioning sensor unit (psu) directly caused event. Replacement device shipped to site for issue resolution. A medtronic representative, following up with the site, replaced the psu and performed a navigation system check-out, all areas passed.